Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was found that the mpu had been shipped to (B)(6) hospital with no information on what it was for. It was instructed that they return the device.

Manufacturer narrative:
D4: primary UDI number, updated. D9: date returned to manufacturer, corrected. H4: device manufacture date, updated. G3: PMA: corrected; there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: mobile power unit (serial # (B)(6)) was returned to the service center. No issue was reported with the returned unit. Attempts were made to obtain additional information from the customer regarding reason for the return; however, no additional information was provided. The unit passed all testing per the service process procedure and was returned to the rental pool. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: patient information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be provided. No patient was involved. Section d4: manufacture date (h4) has not been determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) was received by abbott. It was unknown why the mpu had arrived, and no information was provided on who sent it.